Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® push button blood collection set, the customer noticed hole in the tubing. Sample was recollected, no other user or patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with blood leakage from the tubing. Additionally, 30 retained samples underwent functional tests to assess leakage during use, and all samples passed as there was no evidence of holes in the tubing or leakage. Furthermore, these 30 retained samples were subjected to additional functional tests to evaluate retraction lockout, and all samples passed as they were able to be activated properly with no evidence of damage to the tubing or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. The root cause was determined to be a broken part in the manufacturing equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® push button blood collection set, the customer noticed hole in the tubing. Sample was recollected, no other user or patient impact reported.